Event description:
The product was used during an unspecifed procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred. No pt injury occurred.